Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the tip of the catheter was blocked by foreign matter. The procedure was completed with another device of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 initial reporter facility: (B)(6) hospital (B)(6). E1 initial reporter phone: (B)(6).

Manufacturer narrative:
(B)(6). The device was not returned for analysis; therefore, a technical evaluation could not be performed. However, a review of the media provided by the customer revealed evidence of a foreign matter at the distal part of the tip.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left anterior descending (lad) artery. An opticross hd imaging catheter was selected for the ultrasound examination of the target lesion. During the procedure, the tip of the catheter was blocked by foreign matter. The procedure was completed with another device of the same device. The patient condition following the procedure was stable.